Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, a splint was seen during screw insertion. When the new screw was exchanged, the hole was damaged and screw did not hold as the thread was completely damaged. The plate remained in the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.